Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)((4).

Event description:
Customer reported via phone call that the battery cap was unable to be removed and the battery icon was empty. Customer's blood glucose was 516 mg/dl. Customer had low blood glucose at 47 mg/dl. Customer declined troubleshooting for high and low blood glucose. Customer will not be returning the device for analysis.